Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: physical resistance/the inability to cross a lesion, can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, device size selection, accessory device support and/or previously implanted stents; and is typically not associated with a product quality deficiency. The lesion was described as a thrombotic, calcified, and tortuous saphenous vein graft (svg), which likely contributed to the physical resistance. The returned goods lab analysis noted blood on the distal shaft and in the guide wire lumen. There was contrast in the inflation lumen. This is consistent with preparation and advancement into the body. The undamaged stent implant was stationary between the markers of the tightly folded balloon. The tip length and stent implant profile diameters met manufacturing criteria. The proximal balloon taper was found to be wrinkled, which was not reported during inspection prior to use, and therefore, may have occurred during the procedure or during handling, packaging and shipment back to abbott vascular for analysis. The hypotube was kinked, and there were multiple bends in the full length of the hypotube. Since there was no damage noted during the inspection prior to use; the damages to the shaft likely occurred during the procedure, and/or during packaging for shipment back to abbott vascular for analysis. The hypotube and jacket were separated 16.5 cm distal to the strain relief tubing; however, it was reported that this occurred during the fourth attempt to cross the lesion. To ensure this type of event is not the result of a product deficiency, the profile dimensions on all stent delivery systems (sds) are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, all stent sds are 100% visually inspected for kinks during the manufacturing process. Furthermore, a sampling of units is destructively tested to verify lumen integrity. Since there was no report of any damage observed during inspection prior to use, this may suggest that the reported shaft damages and subsequent shaft detachment/separation occurred during the procedure. It was reported that the stenting procedure was done in a thrombotic svg, however, the xience v instructions for use (IFU) states: xience v stent is indicated for improving coronary luminal diameter in patients with symptomatic heart disease due to de novo (new) native coronary artery lesions. Additionally, the safety and effectiveness of the xience v stent have not been established for subjects with unresolved vessel thrombus at the lesion site and svg. It was also noted that the device was re-inserted 3 times after the initial failure to cross, which is against the IFU instructions which state: an unexpanded stent may be retracted into the guiding catheter one time only. An unexpanded stent should not be reintroduced into the artery once it has been pulled back into the guiding catheter. Subsequent movement in and out through the distal end of the guiding catheter should not be performed as the stent may be damaged when retracting the unemployed stent back into the guiding catheter. During the third attempt to cross the lesion, the proximal shaft became bent, but the physician still attempted to use the product. During the fourth attempt to cross the lesion, the proximal shaft separated. The IFU specifies: at any time during use, if the stainless steel proximal shaft has been bent or kinked, do not continue to use the catheter. It appears that the use errors likely contributed to the reported complaint and not a product quality deficiency. A review of the lot history record for the reported lot revealed no associated nonconforming material records, indicating all lot release testing met specification. There is no indication of a product quality deficiency.

Event description:
It was reported that during a stenting procedure in a thrombotic, calcified and tortuous mid portion, saphenous vein graft to obtuse marginal, pre-dilatation was performed with a 1.25 balloon however, the xience v 2.5 x 23 mm stent did not cross the lesion. A guide liner was used to assist the stent but it still would not cross. The vessel was again dilated with a 2.0 balloon however, the stent would not cross. It was noted that there was a slight bend in the proximal shaft at this time. The lesion was dilated a third time with the 2.0 balloon, stent crossed lesion and as inflation began, the hypotube broke in half at proximal shaft. The fractured portion was outside the patient anatomy. The device was removed with stent intact. There was no reported resistance upon removal of device. The procedure was completed with the same size xience v. There was no reported adverse patient effect or sequela. There was no additional information provided.